Event description:
Information received by medtronic indicated that the customer received a pump error 63 - hardware low-level failures and the pump error 4- the motor arm cannot communicate with the main arm. Troubleshooting was performed and found that the customer was able to clear the alarm and rewind the pump successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 63 and pump error 4 found on 12-dec-2022. The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 63 noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 on the event date of 12/12/2022 at 20:14:44.000 or 8:14:44 pm (variable #:15) due to a possible hardware error suspected to be on twi interface or ad56161 chip. Pump alarmed a pump error 4 on the event date of 12/12/2022 at 20:14:44.000 or 8:14:44 pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube. Pump error 63 was confirmed in the pump history files and traces (variable #:15) due to a possible hardware error suspected to be on twi interface or ad 56161 chip. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 63. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.